Manufacturer narrative:
One opened probe was received with a tip protector, in a bag. The returned sample was visually inspected and found to be non-conforming with the needle slightly bent and orange/brown foreign material on the port face and welded cap. The sample was then functionally tested for actuation and cut and was found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination for device component lot indicates there are no additional complaints associated with the component lot for the reported issue. The returned sample was found to be functionally conforming, therefore a cutting failure as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The exact root cause of the bent needle and cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. No action was taken as the returned probe was functionally conforming and the exact root cause of the bent need was unable to be determined. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the cutter was not cutting the vitreous during vitrectomy retinal surgery. The vacuum/aspiration was functioning as expected. The surgery was completed by replacing new pak was opened. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).